Manufacturer narrative:
(B)(4). The customer reported that the defibrillator does not power up. No patient involvement was reported. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. The device remains at the customer site. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause of the reported symptom.

Event description:
The customer reported that the defibrillator does not power up. No patient involvement was reported.